Event description:
It was reported that a female patient underwent a breast reconstruction revision surgery with implantation of a 450cc mentor cpx 4 breast tissue expander implant. Post-operatively, the patient was undergoing explantation of her tissue expanders to implant a 490cc and a 535cc mentor memorygel breast implants. During explanation the surgeon observed the right tissue expander had 4 or 5 holes around the injection/buffer zone. Removal and replacement surgery was completed without any reported delays or adverse patient outcomes on (B)(6) 2022. Per the physician, the device was filled with blue dye for leak testing purposes. However, per the IFU, the surgical practice of using drugs or substances other than sterile saline is contraindicated.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: staged reconstruction. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 28, 2022, mentor assigned the code user error to this complaint file per the use of dye in the implant. An evaluation was completed on april 01, 2022. Mentor then conducted a visual inspection, and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the tissue expander was found to have a tear on the anterior view on the union between shell and patch. Additionally the shell looks blue. Microscopic examination was performed and the cause of the deflation could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of tissue expander include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As stated in the product insert data sheet, is contraindicated to place drugs or substances inside the tissue expander other than sterile saline for injection since this could compromise the product integrity. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 18, 2022, mentor updated the product evaluation. Manufacturing records were reviewed to determine if lot 9592761 was associated with any nonconformance and to identify in-process defects that were rejected that are relevant to the complaint. This lot was not associated with any nonconformance, and no devices were rejected in-process for tears at the juncture between the shell and patch at final inspection operation. The process controls and data records collected for the tear at the juncture between the shell and patch which was reported on product complaint (B)(4) involving lot 9592761 could not be confirmed as a manufacturing defect. Furthermore, instrument damage was not noted. A root cause could not be identified. Based on the information currently available, a product issue was identified as a result of the investigation on the sample received. This product issue will be addressed through mentor¿s quality system. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. In the initial report, mentor submitted an error inadvertently. The device involved in this report is labeled for single use per mentor's use instructions. Manufacturer¿s reference number: (B)(4) in the initial report, "h5. Labeled for single use?", should have been 'yes'.